Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white cap on the tube of an ultra set capd disposable disconnect y-set was missing. This was found before use for continuous ambulatory peritoneal dialysis (capd) therapy. There was no report of patient injury for medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed and a missing white clamp was observed. The reported condition was verified. The cause of the condition was related to manufacturing during automation assembly in production. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.